Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va1a7r3, product type: lead. (B)(4) and (B)(4) pertain to the lead (va1a7r3). (B)(4) pertains to the ins (njy337788h). (B)(4) pertains to the lead (va1a7r3) and ins (njy337788h).

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was indicated that the patient was experiencing painful stimulation. The patient reported that they wanted to get in contact with a manufacturer representative (rep) because they were having trouble with their implant. The patient stated that they thought that one of the wires was very close to their rectum because they experienced excruciating pain and got horrible diarrhea when they turned stimulation on. The patient turned it on because they were having trouble with their bladder and noted that they drank a whole bottle of pepto when it was on. The patient stated that they had some pain on all programs but the current program was not even up very high and it was horrible pain, so they turned the implant off and the pain and diarrhea went away. The patient stated that it was currently off, that they had gone to the bathroom one time,and that they would leave it off until they saw a rep. The patient was offered help with decreasing the stimulation on the current program before turning it back on, but the patient just wanted the rep information. The patient was advised to follow up with a healthcare professional (hcp) and it was indicated that the change in therapy/symptoms was sudden. No further complications were reported or were expected.